Event description:
During insertion of a trapease vena cava filter, the physician felt a resistance when advancing the filter through the delivery sheath. When the physician removed the sheath, he noticed that a barb of the filter had protruded through the sheath. The age and gender of the patient is unk. The filter was being placed for prevention of pulmonary embolism. There was no difficulty accessing the femoral vein of the patient and advancing the guidewire. The vessel was not tortuous. After resistance was felt and the physician removed the sheath and the filter, another trapease filter was successfully placed in the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.